Event description:
This is a spontaneous report by a pharmacist from (B)(6) of cloudy effluent in a male patient (age not reported). On an unreported date, the patient began peritoneal dialysis (pd) therapy. In (B)(6) 2010, the patient experienced cloudy effluent. Peritonitis was suspect, and a peritoneal effluent analysis was performed, which was negative. The cloudy effluent did not lead to any medical disorder, and the patient did not receive any antibiotic therapy as corrective treatment. It was unknown whether pd therapy was discontinued. It was not reported whether the cloudy effluent resolved. The patient's medical history and concomitant medications were not reported. The reporting pharmacist believed the cloudy effluent was related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.